Manufacturer narrative:
The reported event of high impedance was not confirmed. The device was tested on the bench and using automated testing equipment, and no anomalies relating to the reported field event was found. However, the connector block was discovered to be damaged as a test lead could not be properly secured to the rv (right ventricular) connector block. The device was sent to the supplier, and the connector block damage was determined to be due to a manufacturing anomaly.

Event description:
Post the successful implantation of an implantable cardioverter defibrillator (ICD) system, high defibrillation impedance was noted. Initially, it was thought to be an issue with the right ventricular (rv) lead, but upon an additional procedure scheduled to address the issue, the rv lead showed normal in range diagnostic readings once disconnected from the ICD. The physician elected to explant and replaced the ICD only, which resolved the issue. The patient was stable throughout the procedure.